Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that it had all three icons (charge pak, attention and service wrench) present on its readiness display.  Additionally, it was observed that the device would not remain powered on and, as a result, it could not charge and shock if it were necessary.  Physio determined that the cause of the reported issue was that one of the device's internal hybrid layer capacitor (hlc) batteries, designator bt3, located on the analog pcb assembly had depleted and would no longer hold or take a charge. Additionally, physio observed that the device's speaker functioned correctly throughout testing with no discrepancies observed.  The cause of the reported intermittent audio issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display.  The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary.  Additionally, the customer advised that the device would only provide voice prompts intermittently when powered on.  Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary.   There was no patient use associated with the reported event.